Event description:
The pt reported the infusion set occluded and the pt experienced elevated blood glucose (level not provided). The pt stated that the infusion device did not display an error or alert to indicate the infusion set was occluded. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.